Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date initial report sent 8/19/2015

Event description:
Procedure: wedge colic resection. According to the reporter: (B)(6) male patient. Surgeon informs that the wedge colic resection was done using a ntlc75 (ethicon) device and the anastomosis is closed using our ta9048s. The device was fired and then the cut with a scalpel at the border of the ta. Then the lines opens as the device had not stapled, the lumen was not stapled. There is not staples in the piece as they are in the cartridge. Surgeon informs to sales rep that she tried to perform two squeezes at the firing mechanism to confirm that the device had fired correctly. In order to solve the problem they used another stapling system. No reinforcement material used. Patient is still at hospital in normal post operative recovery.***additional information requested via email***1. When will the device be returned? 2. Was there any unanticipated tissue loss as a result of this problem? 3. Was there any tissue damage as a result of this problem? 4. If yes, describe the damage and provide details on how the damage was treated/corrected. 5. Was the damage irreversible?6. Was there blood loss of 500cc or more due to the product problem? 7. Did any additional blood loss resulting from this product problem require a blood transfusion? 8. Was surgical time extended by more than 30 minutes due to the product problem? 9. Did anything fall into the patient's cavity? 10. If so, was it retrieved? 11. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)